Manufacturer narrative:
An adverse event did not occur, however we are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Results for neumodx sars-cov 2 test strip on the neumodx 96 molecular system were discrepant with another method.